Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: the mps reported broken ground on power cord. Device inspection: visual inspection shows damage to the 739 nema 5/15 hospital grade supply end plug. The ground prong broke off from the plug. See attachment for image of the defective device. Device history review: a review of device history records shows that on 07/31/2013 1 device was inspected and 1 device was placed on: qt 13-06-0040, 13-07-0047, 13-07-0051, 13-07-0038, 13-07-0003. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history: a review of complaints in catsweb and trackwise related to power cord, tgs system v2, 20' lg, catalog #: 207010 shows 38 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: the power cord was replaced and all system testing was successfully completed. The system is ready for clinical use. Further action: none at this time.

Event description:
When plugging the robot in before the case it was noticed that the ground prong had broken off from the power cord in the outlet where the robot charges overnight. Due to the electrical safety hazard the case was delayed while a temporary replacement cord was brought up from another hospital. Case type: pka. Surgical delay: 30-60 minutes. Update: "the patient did have a spinal when this issue was discovered but we were able to get a replacement cord in time to complete the case with no complications.".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When plugging the robot in before the case it was noticed that the ground prong had broken off from the power cord in the outlet where the robot charges overnight. Due to the electrical safety hazard the case was delayed while a temporary replacement cord was brought up from another hospital. Case type: pka. Surgical delay: 30-60 minutes. Update: "the patient did have a spinal when this issue was discovered but we were able to get a replacement cord in time to complete the case with no complications."